Event description:
During an anterior skim cutting, the saw stuck during use. There was no change in the procedure due to the event, however, there was about a 30 minute delay that required additional anesthesia to be administered to the pt. The procedure was completed with another handpiece.

Manufacturer narrative:
The device was received by the qe and the customer's complaint could not be reproduced. However, the product did not meet specifications. There was damage to the drive link that appeared to have been caused by the link coming to a sudden stop due to an obstacle. The device was repaired and returned to customer.